Event description:
The customer contacted baxter's technical service center regarding disconnection in therapy, which occurred on the homechoice (hc) during use, during fill 1. The home patient (hp) disconnected in the middle of therapy and connected after starting drain 1. The hp stated that he noticed that he was not connected to the patient line in fill 1. The hp stated that water was going everywhere and the patient line was still in the organizer. Somehow the hc did not give a system error (se) 2240 in the initial drain. The hp stated that he then connected himself and started the initial drain (drain 1). The hp stated that he was having drain pain. The hp was not sure if he left his transfer set exposed. The bed was wet as well. The tsr recommended that the hp end therapy and call the registered nurse (rn) as soon as possible and explain what happened. The baxter technical service representative (tsr) walked the hp through the ending therapy procedure. The hp ended therapy and would call the rn. The hc was okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2011 in regards to being disconnected and then reconnecting during therapy. He said he was able to contact this nurse. He finished therapy with manual supplies and then the next day his nurse had him resume on the cycler with all new supplies. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.